Event description:
Based on the adjudication committee, a (B)(4) study patient experienced a peri-procedure mi. The indication for the index procedure was unstable angina pectoris. The patient was admitted with acute coronary syndrome characterized by ischemic type chest discomfort with mildly elevated troponins. The targeted vessel had been previously revascularized with an unknown stent in (B)(6) 2009. At the time of the index procedure, angiography revealed 80% stenosis to the distal left anterior descending (lad). The lesion was described as 10mm in length, class b2 and de novo. The lesion was found to be anatomically complex and definite thrombus present prior to pci. It was reported that the first stent was not placed at the intended site. A second 3.0 x 13 cypher stent was implanted at 14atm by direct stenting. The stent was post dilated as standard procedure with a 3.0 x 13 balloon at 16atm. An additional stent was used due to initial study stent not fully covering the lesion. A 3.0 x 13 cypher stent was deployed distal to the initial stent and implanted at 16atm. The stent was post dilated as standard procedure with a 3.0 x 15 balloon at 16atm. The residual post stenosis was 0% and timi 3. At pre-procedure, ck peaked at 130 (135 u/l) ck-mb peaked at (2.4 ng/ml) and troponin peaked at 2 (0.399ng/ml). At 6 to 12 hours post procedure, ck peaked at 130, ck-mb peaked at 7 and troponin peaked at 2. At 16 to 24 hours post procedure, ck peaked at 130, ck-mb peaked at 7 and troponin peaked at 2. There was no procedural complications reported and the patient was discharged the next day. Based on the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The ECG core lab reported new, intermittent, isolated ventricular premature depolarization, no new major st-t abnormalities and no q waves.

Manufacturer narrative:
The cec adjudication committee reported the event to being related to the target vessel, related to the procedure and related to the stents. Concomitant medications: aspirin 325mg qd, hyzaar 50/12.5mg qd, levothyroxine 50mg qd, amlodipine 5mg qd, pravastatin 20mg qd and zoloft 25mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00337and 3003742446-2012-00338.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, this patient suffered a peri-procedural mi. This is a (B)(6) female, with medical history including angina, most recent pci (B)(6) 2009, most recent revascularization (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes mellitus type ii, history of smoking within 30 days, allergy to simvastatin, hypothyroidism, depression, sulfa allergy, lisinopril allergy, anxiety. The indication for the index procedure was unstable angina pectoris. The patient was admitted with acute coronary syndrome characterized by ischemic type chest discomfort with mildly elevated troponins. The targeted vessel had been previously revascularized with an unknown stent in (B)(6) 2009. At the time of the index procedure, angiography revealed 80% stenosis to the distal left anterior descending (lad). The lesion was described as 10 mm in length, class b2 and de novo. The lesion was found to be anatomically complex and definite thrombus present prior to pci. It was reported that the first stent was not placed at the intended site. A second 3.0 x 13 cypher stent was implanted at 14 atm by direct stenting. The stent was post dilated as standard procedure with a 3.0 x 13 balloon at 16 atm. An additional stent was used due to initial study stent not fully covering the lesion. A 3.0 x 13 cypher stent was deployed distal to the initial stent and implanted at 16 atm. The stent was post dilated as standard procedure with a 3.0 x 15 balloon at 16 atm. The residual post stenosis was 0% and timi 3. At pre-procedure, ck peaked at 130 (135 u/l) ck-mb peaked at (2.4 ng/ml) and troponin peaked at 2 (0.399 ng/ml). At 6 to 12 hours post procedure, ck peaked at 130, ck-mb peaked at 7 and troponin peaked at 2. At 16 to 24 hours post procedure, ck peaked at 130, ck-mb peaked at 7 and troponin peaked at 2. There was no procedural complications reported and the patient was discharged the next day. Based on the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The ECG core lab reported new, intermittent, isolated ventricular premature depolarization, no new major st-t abnormalities and no q waves. The cec committee reported the event to being related to the target vessel, related to the device and related to the procedure. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15029486 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.